Event description:
The customer reported that the central monitoring system (cns) intermittently - once or twice every night - displays communication loss. The customer restarts the cns and the issue goes away until the next time this issue occurs. MFR ref#: 8030229-2015-00050.